Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue-basal history did not match the active basal program) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box showed no evidence of related issues or abnormal pump behavior. On (B)(6) 2015 at 05:10 an auto-off timeout function occurred; a pump suspend message was recorded; deliveries resumed at 08:28.on (B)(6) 2015 at 05:25 an auto-off timeout function occurred; a pump suspend message was recorded; deliveries resumed at 06:31. On (B)(6) 2015 at 06:28 an auto-off timeout function occurred; a pump suspend message was recorded and a rebooting event followed; deliveries resumed at 07:20.the total daily dose history was appropriate for the user-programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. A deliveries performed during investigation were accurately recorded in the pump history. Unrelated to the complaint, a battery compartment crack was observed. The display was found to be discolored.